Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Customer's daughter called and stated the back caster wheels are broke. Also, the pins within the pump keeps coming out. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.